Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in hospital for device check. Upon review, the right ventricular lead exhibited loss of capture, low sensing, and undersensing. X-ray revealed right ventricular lead dislodgement. The lead was unable to be retracted due to endothelialization of the lead to the superior vena cava. The lead was capped and replaced on (B)(6) 2018. There were no patient consequences.